Event description:
The customer ate lunch and checked glucose on the device and obtained a result of hi. They took insulin and about three hours later passed out. Emt's were called and they checked their glucose on meter and the reading was 14 mg/dl. They were given a glucose injection and transported to the hospital. At the hospital they were treated with an IV. Controls were not used on the system. The device was replaced and authorized to be returned for eval.